Manufacturer narrative:
In addition, during inspection and testing, service found there was play in the up/down angulation knob due to wear of the angulation wire, there was a gap in the adhesive of the bending section cover, the adhesive on the bending section cover was cracked, the metal contacts were corroded, the control section was dirty, the scope connector cover was damaged, and the charge-coupled device earth wire was disconnected. There was an image blackout due to water invasion in the connector, and an abnormal continuity between the connector and the cable. The image was distorted due to dirt on the electrical contacts of the connector, a damaged connector, and a damaged plug. The ultrasonic probe was also damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus loaner asset that was sent to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed the adhesive on the distal end was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeled off). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to handling of users (e.g., hitting). However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may have prevented the event: do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.